Manufacturer narrative:
Investigation analysis completed on smith medical medfusion 3500 pump revealing the alarm motor rate error was revealed in the event log. Upon visual inspection, the outer aspect of the bottom case was found to be cracked. Multiple evaluation flow and occlusion tests were performed but unable to duplicate the event. The motor assembly was completely updated as preventive measures, as the device is six years old. Parts replaced were, stepper motor,updated worm coupling, worm gear, lead screw, clutch halves and clutch spring. The cracked bottom case and right plugger case was replaced. Device calibrated and passed all functional and delivery tests.

Event description:
Information received a smith medical medfusion 3500 pump displayed motor rate error. No adverse events on patient care was reported.